Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on an unknown date due to a periprosthetic fracture of the femur after the patient fell. The femoral stem was reported to have been removed and replaced with competitor product.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; initial reporter - unknown; PMA/510(k) number - unknown; manufacture date ¿ unknown.